Event description:
It was reported that the patient went to the emergency room for the device alerting due to the right ventricular (rv) lead. It was found that both, the svc (superior vena cava) and rv (right ventricular), coil impedances were out of range and variable. The therapies were disabled and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 2187-75 implantable pacing lead, implanted: (B)(6) 2002; 5076 x2 implantable pacing lead, implanted: (B)(6) 2002. (B)(4).